Event description:
It was reported the pt had fluid buildup around the ipg site. It was reported the pt had no other symptoms from the issue. The physician drained the area on (B)(6) 2013. F/u identified the pt had a urinary tract infection, which had resolved without intervention. It was reported there was no drainage and the incision was well at the last appointment.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specs and no anomalies related to this event were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.